Event description:
The customer states the device failed to deliver a shock. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.